Event description:
The husband reported that customer passed away. It was stated that it is unknown if customer was wearing the insulin pump at time of death. It was also stated that the customer had many diabetic complications. No other information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.